Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the keypad was undamaged and all keypad buttons were unresponsive. The keypad cover was removed to find no contaminants under the button contacts. The pump was opened to find moisture damage on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal.